Event description:
It was reported that the pump was over infusing. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date: 2/27/2025. H3: one device was returned for repair with complaint that the pump was over infusing. There was no 12-month service history. No error codes were found in event log. Accuracy tests were performed. Unable to replicate issue of over infusing, thus no repairs were conducted at this time to address the main complaint. Visual inspection found the downstream occlusion (dso) seal was separating from plate. The dso seal was replaced.